Manufacturer narrative:
According to the customer, on (B)(6) 2024 a sponge "came apart" while removing it from the patient with a "trocar". The customer reported a "robotic camera" was utilized to explore the abdomen and an "x-ray" was performed, but there were no fragments of the sponge identified inside the patient. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 a sponge "came apart" while removing it from the patient with a "trocar".